Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd ultra-fine¿ insulin syringes with sterile interior had label information issues. The following information was provided by the initial reporter : the vendor lot number and expiration date are not clear.

Manufacturer narrative:
H6: investigation summary: customer returned an image of a shelf carton and several polybags for 1ml, 31 gauge, 6mm syringes from lot 1200866. The resolution and details of the image are not sufficient to directly confirm any issues with the information printed on the shelf carton or polybags. A review of the device history record was completed for batch# 1200866. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a package printing defect. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 100 bd ultra-fine¿ insulin syringes with sterile interior had label information issues. The following information was provided by the initial reporter : the vendor lot number and expiration date are not clear.